Manufacturer narrative:
Additional information: cec adjudicated the death as cardiac. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the first obtuse marginal. Approx four months post index procedure the patient died. The investigator assessed the event as possibly related to the index device or anti-platelet medication. Safety assessed the event as not related to the index device or anti-platelet medication.